Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported impedance anomaly was confirmed in the laboratory. High impedance was observed on the ventricular channel. The root cause was an anomalous component connection within the hybrid subassembly.

Event description:
It was reported that the pacing lead impedance had increased. During visit, no capture was noted and the patient complained of having some pain. The lead was tested on the psa and was found normal. When the device was reconnected the impedance issue remained. It was determined that the device was the issue. A setscrew anomaly suspected.